Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a visual inspection found a hole/burst on the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a calcified lesion in the mid and distal segments of the left superficial femoral artery, two admiral xtreme balloons experienced balloon bursts on the first inflation. The balloons were inflated using a non medtronic inflation device with 50/50 contrast inflation fluid. The first device was safely removed and the procedure was completed using a new 5 x 250 admiral xtreme device. The second device was also safely removed, but the procedure was aborted. No balloon detachment occurred. No patient symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.